Event description:
Dealer states chair has been stopping intermittently for a couple of weeks. Only two 0700 codes were noted in the fault log. The dealer had called in to technical services. It was learned the joystick and a harness were sent for repair. There is no report of injury.